Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Pump reappeared after troubleshooting. Customer was using (B)(6) alkaline. The insulin pump will be returned for analysis.